Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site is using the universal serial bus (usb).

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734699, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the cd drive would not read exams. The issue had not been resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the cd drive was not recognizing multiple cds. The connection of the drive to back of the computer was checked with no change. Multiple known good cds were tried. There was no patient present when this issue was identified. An update was provided that the site was going to attempt to upload exams using universal serial bus (usb) but had to check with the radiology department to see if that was possible. A manufacturer representative also tried blowing in the drive, cleaning the drive, and unplugging/replugging components. The drive would begin to make noise when the cd was inserted and then just stop.